Manufacturer narrative:
Unit passed self-test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Pump error alarm confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The blood glucose level was 13.6 mmol/l. The customer reported that they able to complete insulin pump rewind. The customer was able to successfully clear the alarm. The troubleshooting was performed. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.